Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the display on the cardioplegia pump disappeared. No other details regarding the nature of the event were provided. Since the event occurred after the cardiopulmonary bypass procedure, there was no pt involvement during this event.